Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient stopped the infusion due to an infusion site infection and subsequently became septic. The patient was hospitalized for sepsis and is currently in rehabilitation. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.